Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the (B)(6).

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left circumflex (lcx) artery with heavy calcification and moderate tortuosity. Pre-dilation was performed with a semi-compliant balloon. The 2.75x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal edge dissection was observed. Therefore, a 2.50x38mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.